Event description:
Patient was revised due to pseudotumor and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient was revised due to pseudotumor and pain. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the insert. A review of manufacturing records of lot 2171775 identified no anomalies. (B)(4) products were manufactured and placed into stock on 09 jun 2006. No other reports were identified against the femoral head. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.